Event description:
A hospital in (B)(6) reported to an fisher & paykel healthcare field representative that an rt019 inspiratory/expiratory filter was leaking. The leak was observed at the connection between the rt019 and the ventilator. This was observed before use on a patient.

Manufacturer narrative:
(B)(4) the complaint rt019 inspiratory/expiratory filter is en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). Method: a sample rt019 inspiratory/expiratory filter was returned to fisher & paykel healthcare in (B)(4) and was pressure tested. Results: the pressure test result was within specification. A lot check revealed no other complaints of this nature for lot number 150105. Conclusion: we were unable to determine what had caused the leak reported by the hospital as no fault was found with the returned rt019 filter. All rt019 inspiratory/expiratory filters are pressure tested for leaks before leaving the production line, and those that fail are rejected. The subject rt019 filter would have met the required specification at the time of production.

Event description:
A hospital in (B)(6) reported to an fisher & paykel healthcare field representative that an rt019 inspiratory/expiratory filter was leaking. The leak was observed at the connection between the rt019 and the ventilator. This was observed before use on a patient.